Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer¿s other blood glucose level was 500 mg/dl. The customer declined the troubleshot for the high blood glucose. The customer stated that the insulin pump had motor error in the past. The customer was treated with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.